Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. An unknown size taxus express2 drug eluting stent was deployed in the left anterior descending (lad). 'Over one year' post the initial stent implant, the patient was scheduled for prostate surgery and had stopped his plavix 10 days before the surgery. During surgery, the patient went into 'v-tach' and was brought to the cath lab, where pictures were shot. The previously deployed taxus stent was found to be 100% occluded. The patient expired. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.